Event description:
It was reported to medtronic minimed that the customer reported hyperglycemia and crack on pump. The customer reported no adverse event. The event involved product(s) mmt-1884, mmt-242a, mmt-332a. Troubleshooting was performed for crack on the battery tube side and pump functionality was impacted. Troubleshooting was performed for under delivery and the customer was using the insulin pump within 48 hours of the reported event. There is no mention of the auto mode feature at the time of the event. No harm requiring medical intervention was reported. No product return is required for mmt-1884. No product return is required for mmt-242a. No product return is required for mmt-332a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit was received with pillowing keypad overlay, cracked case, battery tube threads - cracked, cracked case (battery tube) and scratched case. In summary, customer allegation for cosmetic damage was confirmed during visual inspection when cracked case (battery tube) and cracked battery tube threads were noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.